Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system for a ventricular episode where anti-tachycardia pacing (atp) and two shocks were delivered for what appeared to be atp. Review of stored therapy episodes showed all were due to v>a true, and some crosschamber blanking skewed the v>a calculation. The right atrial (ra) beat was in the absolute blanking period. Technical services (ts) discussed troubleshooting options/programming considerations such as medication changes or programming off the atrial tachy portion. It was noted that the rhythm was very narry with a lot of right atrial / right ventricular variation. This ICD remains in service. No additional adverse patient effects were reported.